Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on(B)(6)2018 with the following findings: frequent low battery alarms and short battery life was observed in the pump history. The pump electrical current draws were measured within specifications. Unrelated to the complaint, corrosion was found in the battery compartment. The battery compartment was cracked alongside of the pump. The pump leaked at the battery compartment. The pump was opened and no further evidence of moisture found.